Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument for failure analysis. The instrument was analyzed and found to have a broken grip at the midpoint of grip. A piece approximately 0.156" x 0.044" was found to be broken off in little pieces. The broken pieces were not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the large suturecut needle driver instrument tip was found scratched. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment fell from the large suturecut needle driver instrument while being used within the patient. The patient did not return to the hospital for any post-surgical complications related to retention of foreign material.

Event description:
Refer to h10/h11 for follow-up information.